Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received dilaudid (9mg/ml, 4.2mg/day, bolus dose of 0.4199mg) and bupivacaine (10mg/ml, 4.668mg/day, bolus dose of 0.467mg) in an implantable pump (simple continuous, 1 activation every 4 hours, maximum 5 activations in 24 hour period) for malignant pain and cancer pain. A patient was seen the week prior for a refill and the session date report confirmed the update (pump was updated per the hcp post refill). The patient heard an alarm, but was able to get a bolus. The patient reported the issue to the hcp. The patient was seen several days later, as she did not show for the appointment the next day to check the pump. The printed and uploaded session reports were pulled and it appeared the initial refill was not updated to the pump (print session report given to the patient). The personal therapy manager (ptm) still showed the old refill date. Upon the return to the clinic, the pump was updated and the report was print ed. The patient did not report any symptoms to the clinic. The reporter was not allowed to obtain concomitant medications . The issue with the alarm was considered to be resolved.